Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. During the explant procedure, the leads tested normal. Touching the setscrews on the device header reproduced the noise. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported anomaly was verified via review of the stored egms. Noise signals on the stored egms are consistent with that produced by a damaged lead, which resulted in over- sensing and inappropriate therapy. The v-tip and v-ring setscrews were stripped and the hex insets contained septum material. The septum material may have impeded full insertion of the torque wrench within the hex inset causing the damaged hex. Due to the damaged hex on the v-ring set- screw, no further electrical testing was possible.